Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one month following a cataract extraction with intraocular lens (iol) implant procedure, the patient had a cold and decreased vision, and underwent a vitrectomy and intravitreal injection. Additional information was provided indicating that approximately one month after surgery the patient had mild to severe eye pain, a small amount of empyema, vitreous inflammation, conjunctival redness and swelling, and eyelid swelling. Preoperative antibiotics were used. The patient was diagnosed with endophthalmitis. No culture was performed. An anterior chamber washout was also performed. The intervention was effective. The patient has recovered with persistent condition.